Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant main body stent graft and non mdt stent graft limbs were implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm . Non mdt stents renal stent were implanted in the bilateral renal arteries. It was reported a right limb occlusion (from the flow divider to the area below the knee) was observed. A thrombectomy was performed and a bare stent was implanted and the occlusion improved however it was reported the patient expired. The physician commented that for the endurant, the non mdt leg was implanted with the contralateral limb adjusted to the flow divider, but the ipsilateral limb was slightly lowered for treatment length. It was the right ipsilateral limb that was occluded this time. Since the upper end of the legs were not aligned, it was considered that the radial force was biased and stuck at the part where the left and right single and double layers were slightly below the flow divider. Per the physician the cause of death is undetermined but noted that on CT the intestines seemed to be necrotic. A bilateral renal artery chimney technique was performed with non mdt stents , but there was no problem with renal artery flow no additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.